Event description:
Spontaneous report. Patient's home health nurse reported the new curlin pump (sn#:(B)(6)) we just sent for pump maintenance is not working. Curlin is showing error code 20 : empty lithium ion battery. Nurse stated they still have the older curlin pump at home that is working, and using that for the infusion today. Pt did not experience an interruption to therapy or missed dose. No adverse event reported. Pt still has defective pump available for return. No additional information provided. Reported to (B)(6) by: health professional.